Event description:
Based on additional information received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious as the patient was hospitalized and required intervention. This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician (orthopaedist) via sales manager. Based on additional information received on (B)(6) 2014, the event of intolerance/allergy was added. This case concerns a (B)(6) female patient who experienced intolerance/allergy and developed thick knee (articular effusion) after receiving treatment with synvisc one injection for cartilage damage (off label use). Relevant medical history included several knee operations right side (last one in 2012), transposition osteotomy and patellar tendon insertion right knee; occurence of swelling, pain and hyperthermia of joint as well as increase in inflammation parameters after hyaluronic acid injection into right knee. Concomitant medication included cefazolin. No concurrent condition was reported. On (B)(6) 2014, the patient received treatment with synvisc one injection, once (route, does batch/lot number and expiration date (unknown) into unspecified location for cartilage damage (off label use) and arthrosis. On an unknown date in (B)(6) 2014, after few days, the patient developed thick knee (articular effusion) and synovial fluid culture was performed resulting in no infection. It was reported tha arthroscopy was possibly realized. On (B)(6) 2014, 8 days after the synvisc one injection, the patient developed intolerance/allergy. On may 5, 2014, the patient's leukocyte count was 12.5 (reference range 4.4 to 10.0; units not provided), lymphocyte count was 16% (reference range 20 to 40) and c-reactive protein was 14.6 mg/dl (reference range less than 0.5). On may 7, 2014, the patient was admitted to hospital. At the time of admission the physical examination showed soft tissue swelling below patella, especially proximal-medially mild hyperthermia, tenderness and pain on exertion. In addition there was slightly reduced extension of knee with accompanying impairment of knee movement. On the same day, the arthroscopy (arthroscopic synovectomy with lavage and placement of drainage) was performed. The microbiological findings revealed wound swab with negative culture result and no growth. On (B)(6) 2014, the patient was discharged from the hospital. At time of discharge a bland wound with regression soft tissue swelling was noted in addition intact peripheral qualities without signs of neurotic deficit and no sign of deep leg vein thrombosis observed. Outcome: not recovered/not resolved for the event of thick knee (articular effusion); recovering/resolving for the event of intolerance/allergy. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 32162. The product lot number was provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was required to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme would continue to monitor complaint to determine if a CAPA would be required. Reporter's causality assessment: possible for the event of intolerance/allergy. Not reported for other events. Seriousness criteria: hospitalization and required intervention for the event of intolerance/allergy. Additional information was received on (B)(4) 2014. Ptc investigation results were added. Text was amended accordingly. Additional information was received on (B)(4) 2014 from the physician. The case initially considered as non-serious was upgraded to serious (the patient was hospitalized and required intervention). The patient details including age, weight and height were added. Relevant medical history, past drugs concomitant medication was added. Start date and stop date for synvisc one was added. The event of intolerance/allergy along with its details was added. Physician's causality assessment for the event of intolerance/allergy was added. Laboratory data added. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated (B)(4) 2014: in this case the causal role of synvisc-one cannot be excluded for the event of intolerance/allergy, however lack of information regarding the patient's relevant medical history and concomitant medications used by the patients precludes the complete case assessment.